Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will return device for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.